Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out surgery unrelated to the lead, externalized conductors were observed under fluoroscopy. Patient was asymptomatic. Increase in pacing lead impedance was observed. The lead was capped and replaced. The patient was fine after the procedure.